Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump alarming no disposable clamp tubing and has "lots of air bubbles in the line". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was the second call with pump alarming no disposable clamp tubing. They stated that they saw "lots of air bubbles in the line". Tubing clamped and cassette removed. Rate was 2.3ml, reservoir volume was 10.3ml, given was 95.7ml. Patient was not affected. The event occurred while in use with patient at patient's home.